Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified error message occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Data was provided for investigation. Confirmation of the complaint was confirmed via data. However, signal loss over an hour was found in connection to the allegation. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified error message occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Data and product was provided for investigation. Confirmation of the complaint was confirmed via data and product. However, signal loss over an hour was found in connection to the allegation. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported